Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when returned from radiology, a leak from the catheter was found at the connecting point of the extension line and the hub. As a result the catheter was removed from the patient, however, it is not known if it was replaced or if there was a delay of any kind due to the leak. There was no reported death or complications as a result of this occurrence. Additional information received on (B)(4) 2012 states that the catheter was replaced.